Manufacturer narrative:
Concomitant medcial products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care professional of a clinical study reported the patient had an increase in restless leg syndrome symptoms after the stimulator was implanted. When stimulation was turned off the restless leg syndrome symptoms decreased. Clinical diagnosis was noted as undesirable change in stimulation. The device was explanted and not replaced. The event was considered resolved without sequelae. Indication for use for the patient was spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the leads which was connected to the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2014. The patient reported undesirable stimulation. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) which was connected to the leads.